Event description:
A ventilator was returned to the manufacturer for preventive maintenance. There was no harm or injury reported. The device was not in patient use. During the evaluation an error code indicating the internal battery failed to charge was observed. The device's power management board was replaced to address the issue. Preventive maintenance was performed. The device was cleaned and tested and passed all final testing.